Manufacturer narrative:
The p-cap or reservoir locked in place properly during testing. Device power up properly after battery installation. Device received with operating currents within specification. No unexpected low battery alarms, weak battery alarms, battery out limit alarms, failed battery test alarms or off no power anomalies were noted. Device received with intermittent esc, act buttons due to flattened dome switches. No unlocked j2/lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin had act button was very difficult to push when priming. The patient¿s blood glucose level was unknown at the time of the incident. Customer also stated that they were not getting a week of life from a new battery. The device will not be returned for analysis.